Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead briefly displayed rv oversensing after anti-tachycardia pacing (atp) therapy on a stored ventricular fibrillation (vf) episode. Follow up was conducted and it was verified that no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.